Event description:
Pt on ECMO for global myocardial dysfunction and cardiogenic shock following vsd repair. On 1/7/96 at 0050 hrs roller pump stopped requiring hand cranking of roller head. Pt given 90cc prbcs, mean arterial pressure dropped from approx 48 to 30's. At 1500 hrs, roller pump stopped again requiring hand cranking. It took 5 attempts to restart pump. Pt given 28 cc prbc and 35 cc 1/4 ns bolus. Pump changed following this second event.